Manufacturer narrative:
The product was received for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen for an in-office device check in (B)(6) 2017 and the clinic was unable to interrogate the device. Attempts were made with multiple programmers with no success. A magnet was then applied in an attempt to produce beep tones and no tones could be heard. The device was subsequently explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the inability to interrogate the device and the absence of beep tones when a magnet was applied.